Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a cerclage procedure on (B)(6) 2018 and suture was used. During the procedure, the needle detached in the cervix. It didn't fall inside of patient. Changed new one to complete. There was no adverse patient consequences reported.